Event description:
On (B)(6) 2014, it was reported that the check button on the patient's infusion device was only functioning intermittently. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).